Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving the error 4 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the error 4 error message on the reported meter; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. Afterwards, the patient experienced the symptom of fatigue. The patient administered self-treatment by taking her oral diabetes medication "gaevanet"; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct. It was also determined the patient's test strips were expired or improperly stored, which can contribute to inaccurate readings. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury and she did not seek any medical attention or treatment. However, as the meter issue was not resolved this complaint is being reported.